Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one of the instrument's grips was bent, causing side-to-side misalignment of the grips. There was a .146 offset, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found the following additional damages to the instrument: there were scratches on the surface of the distal pulley. The instrument's pitch cable was frayed at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable and tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.

Event description:
A partially completed complaint reporting checklist (crc) was received by the customer in order to return a davinci fenestrated bipolar forceps instrument for evaluation; however, there was no reported problem provided. Attempts to obtain additional information were unsuccessful. The crc indicated that an issue with the instrument was identified during a davinci prostatectomy procedure, that nothing fell into the patient, and that the planned surgical procedure was completed and no patient harm, adverse outcome or injury occurred.